Event description:
It was reported that the right ventricular lead exhibited elevated impedance >2000ohms since (B)(6) 2024. The lead is a vitatron icf09b/52 implanted on (B)(6) 2003. Multiple generator changes. Noise over sensing on v lead and due to rv lead failure and changes made in the clinic the v pacing percentage was 100%. Unable to know exactly how much v pacing was needed after sensitivity was set to 12.5mv. No v capture noted at the time of the lead revision today. Pt was found to not be dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).